Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was high at 537mg/dl it went down to 444mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer states the cannula was not bent. Customer checked blood glucose again after changing the entire infusion set system blood glucose went up again to 453 mg/dl and was aware that the reason for his blood glucose staying high was due to the insulin flow blocked alarm and he could not complete the bolus delivery with the new set. The insulin pump will not be returned for analysis.